Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer was had a seizure and ended up in the hospital. It was reported that sensors only lasted 3 days. It was reported the customer received change sensor alert and calibration not accepted alert. It was reported the customer inserted a new sensor but it was not connecting to pump. Assistance to connect pump and transmitter successfully was provided and confirmed sensor connected alert. It was reported sensor was giving alert on low. The customer ate lunch and checked his blood glucose and it was 140 mg/dl. The customer calibrated and received calibration not accepted followed by change sensor. It was reported the customer had a seizure and emergency services were called. When they got there, his blood glucose was 79 mg/dl. The customer was taken to the emergency room where he was treated for a concussion. The insulin pump will not be returned for analysis.